Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping in lower pelvic') in an adult female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), flank pain ("pain in both sides or sometimes one side"), coital bleeding ("some spotting after sex") and dyspareunia ("discomfort during sex"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, genital haemorrhage, flank pain, coital bleeding and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, flank pain and genital haemorrhage to be related to essure. The reporter commented: 2 coils right and left. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, coital bleeding, dyspareunia, flank pain and genital haemorrhage lot number: a66684 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping in lower pelvic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), flank pain ("pain in both sides or sometimes one side"), coital bleeding ("some spotting after sex") and dyspareunia ("discomfort during sex"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, genital haemorrhage, flank pain, coital bleeding and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, flank pain and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, coital bleeding, dyspareunia, flank pain and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received: case category updated to serious incident. Essure insertion and removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping in lower pelvic') in an adult female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and fibroids. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), flank pain ("pain in both sides or sometimes one side"), coital bleeding ("some spotting after sex") and dyspareunia ("discomfort during sex"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain lower, genital haemorrhage, flank pain, coital bleeding and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, flank pain and genital haemorrhage to be related to essure. The reporter commented: 2 coils right and left. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain lower, coital bleeding, dyspareunia, flank pain and genital haemorrhage. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received lot number was added. Reporter information, patient dob and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.